Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for scheduled lead revision. The right ventricular lead exhibited elevated capture. During procedure, the lead was attempted to be repositioned but was unsuccessful. The lead was explanted and replaced. The patient was in stable condition.